Event description:
A report was received from the clinical study indicating that seven days post index procedure, the pt returned for a staged procedure of the distal circumflex and the proximal left anterior descending branch. This event was unrelated to any cordis product. However during this procedure, it was noted that the target vessel (right coronary artery) had timi flow of iii and 80% diameter stenosis as per visual estimate. Despite several investigation attempts additional info has not been forthcoming clarifying this report. As such this event has been determined as a sub-acute thrombotic event.

Manufacturer narrative:
This pt was enrolled in the study for 3-vessel disease. The main indication for the intervention was unstable angina pectoris. The target lesion was at the right coronary artery. The vessel was described as native, a de novo lesion, smooth, readily accessible, eccentric, and classified as a type c lesion. The lesion had a reference vessel diameter of 3.5mm and a lesion length of 60mm. Pre-procedure diameter stenosis was 80%. The lesion was pre-dilated with a 2.0x15mm balloon at 10atm. A 2.5x13mm cypher select stent was electively implanted at 22atm with satisfactory results. Next, a 3.5x33mm cypher select stent was electively implanted at 16atm with satisfactory results. Then, a 3.5x23mm cypher select stent was electively implanted at 20atm with satisfactory results. None of the stents were post-dilated. Post-procedure diameter stenosis was 0%. During the 1 month follow-up phone call in 2007, the pt was asymptomatic. The medication treatment of aspirin, clopidogrel, statins, ace inhibitors and beta-blockers was ongoing. During the 6 month follow-up phone call on five months later, the pt was asymptomatic. The medication treatment of diabetes treatment, clopidogrel, statins, and beta-blockers was ongoing. This is one of three products being reported for the same event. Please reference manufacturing reports #: 9616099-2007-02566, 9616099-2007-02567, 9616099-2007-02568. Please note: device is distributed outside the united states. However, it is similar to the united states product. Any additional info will be submitted within 30 days of receipt.